Event description:
During a procedure, pivot was reported to have sheared. Light fell and was hanging by wires and light still hit patient on the back. Patient suffered a very small scratch. Ointment and a bandage was applied by the staff.